Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the cutter device, and the reported condition that the device was broken was not confirmed. Therefore, an assignable root cause was not determined. The reported condition that the cutter device was stuck inside the handpiece was confirmed. The unit was examined, and it was confirmed that the burr was stuck inside the device. It was noted that the handpiece device, without the attachment assembled, should not be placed in the run position when the user assembles (couples) the attachment and cutter, which would lock them together and they cannot be disassembled. The cutter device was assessed and passed all manufacturing specifications and was not the cause of the failure. The assignable root cause of the cutter being stuck inside the handpiece device was determined to be traced to improper handling by the user, which is user error.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that a handpiece device and an attachment device were received from a customer with an unknown cutter device broken inside. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. D1, d2a, d2b, d4: please note that the correct brand name, common device name, device product code, lot number and 510k number have been received and have been entered into this supplemental medwatch report. H4: the previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date the device was manufactured. The UDI has also been updated accordingly. UDI ¿ (B)(4).